Manufacturer narrative:
A brand new tb-0545fc thunderbeat (lot#: kr859170) was received for evaluation due to ¿poking through the package¿. The user¿s complaint was confirmed. The device was received in its original package. Visual inspection was performed on the received condition and observed a hole near the distal end portion of the package. Further inspection was performed and did not find any other external damages to the package. The package was opened and inspected the physical device and did not find any internal damages with the thunderbeat device. In summary, based on the evaluation, the reported issue was confirmed. The root cause of the issue is unknown, the likely cause can be due to the package was physically tampered.

Event description:
It was reported that the tb-0545fc: thunderbeat 5mm, 45 cm, front-actuated grip lot #: kr859170 - 1 pc was loose and poking through the package making the item unsterile for use. No patient involvement on this reported event.